Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post deployment, inferior vena cava filter removal was planned. Inability to remove the filter due to filter markedly tilted with the apex of the filter appearing to be embedded in the wall of the inferior vena cava. The filter could not be retrieved and attempted second time. Multiple attempts were made from the neck to remove the filter without success. Around two months later, patient was planned for filter retrieval procedure. The inferior vena cava filter was markedly tilted, and the apex of the filter was embedded in the wall of the inferior vena cava. Multiple wires and catheters were used to straighten the apex without any success. Multiple attempts were made with multiple catheters, wires and snares to retrieve the filter without any success. The limbs of the filter could be snared, but the apex of the filter could not be moved, as it was well embedded in the wall. Around four days later, a left lower extremity venogram showed evidence of thrombus from the distal right common femoral artery all the way to above the inferior vena cava filter at the level of the renal veins. Around ten days later, a bilateral lower extremity angiogram was performed for thrombosis of inferior vena cava above and below the inferior vena cava filter. The inferior vena cava had a small amount of thrombus below the filter. There was a narrowing of the inferior vena cava within the filter and just above the filter with partially occlusive thrombus. Around one month later, a computed tomography of chest showed acute bilateral pulmonary embolism involving the segmental and sub segmental arteries. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombosis and pe post deployment. However, the relationship to the filter is unknown.per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pre-colon surgery due to blood clotting disorder. At some time post filter deployment, it was alleged that filter tilted and embedded in wall of the inferior vena cava.the device has not been removed after two attempted but unsuccessful removal procedure. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post deployment, inferior vena cava filter removal was planned. Inability to remove the filter due to filter markedly tilted with the apex of the filter appearing to be embedded in the wall of the inferior vena cava. The filter could not be retrieved and attempted second time. Multiple attempts were made from the neck to remove the filter without success. Around two months later, patient was planned for filter retrieval procedure. The inferior vena cava filter was markedly tilted, and the apex of the filter was embedded in the wall of the inferior vena cava. Multiple wires and catheters were used to straighten the apex without any success. Multiple attempts were made with multiple catheters, wires and snares to retrieve the filter without any success. The limbs of the filter could be snared, but the apex of the filter could not be moved, as it was well embedded in the wall. Around four days later, a left lower extremity venogram showed evidence of thrombus from the distal right common femoral artery all the way to above the inferior vena cava filter at the level of the renal veins. Around ten days later, a bilateral lower extremity angiogram was performed for thrombosis of inferior vena cava above and below the inferior vena cava filter. The inferior vena cava had a small amount of thrombus below the filter. There was a narrowing of the inferior vena cava within the filter and just above the filter with partially occlusive thrombus. Around one month later, a computed tomography of chest showed acute bilateral pulmonary embolism involving the segmental and sub segmental arteries. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombosis and pe post deployment. However, the relationship to the filter is unknown.per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pre-colon surgery due to blood clotting disorder. At some time post filter deployment, it was alleged that filter tilted and embedded in wall of the inferior vena cava.the device has not been removed after two attempted but unsuccessful removal procedure. The current status of the patient was unknown.